Manufacturer narrative:
Initial reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately one hour after starting treatment with a polyflux 210h, a patient experienced suffocation. It was also reported that two hours into treatment, the patient's oxygen saturation measured at 80 (units not reported) or less. Four hours of oxygen inhalation (2l) was provided as treatment and the patient's condition was reported to have improved. No additional information is available.